Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported event could not be determined. Per the IFU, "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur." Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned the evis exera iii video system center due to the plastic protector being broken. According to the initial reporter, this event occurred during preparation for use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the video connector socket had failed. This report is being submitted to capture the failing video connector socket noted during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. Where the scope plugs in, the plastic protector was snapped off. Additionally, as noted , the video connector was damaged/deformed. Furthermore, the software on the unit needed upgrading. If additional information becomes available following the device evaluation, a supplemental report will be filed.